Event description:
A patient was sleeping while using an oxygen concentrator which allegedly caught fire. Subsequently it was reported that the patient was taken to the hospital for smoke inhalation and is recovering in an ambulatory care center. The device was returned and has been sent to an outside laboratory for investigation. It is currently unknown if this device caused or contributed to the reported event.